Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a removed tamper seal and signs of fluid ingression on the chassis base. During the functional testing, the pump was found to be over delivering after running three accuracy tests. The root cause was found to be a defective expulsor. The expulsor assembly was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is over infusing. No patient injury/involvement reported.